Manufacturer narrative:
Review of the device history record for the tibial component and bone cement revealed no deviations or anomalies. This device is used for pt treatment. The primary operative notes indicated that the components were cemented into place with vacuum-mixed pressurised bone cement, but no other cementing technique details were identified. The primary operative notes did not provide any indication of deviation from surgical technique. The revision operative notes indicated that the work-up was negative for infection and that radiographs revealed a loose tibial component which was confirmed by a bone scan. The surgical notes also indicated that the tibia had subsided into varus. The tibia was reported to be loose medially and was easily freed up laterally. Review of returned x-rays by a health care professional (hcp) indicated resorption underneath the tibial baseplate. This is hastened on the medial side because of the exposure of cancellous bone to the joint space, and is also occurring on the lateral side. This condition can be attributed to pt activity, an imbalanced knee which can produce excess fluid and pressure, or with poor cementing technique with exposed cancellous bone surfaces. Per the persona the personalized knee system package insert, loosening of the prosthetic knee components is a known risk of this procedure. A definitive root cause cannot be determined with the info provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that patient underwent a revision due to tibial loosening.

Manufacturer narrative:
This report will be amended when our investigation is complete.